Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of abdominal thromboembolism. It was reported that the stent graft was implanted without complication, but after the delivery system was removed the graft cover was found twisted/kinked. This was towards the top of the device. The case was continued and completed with no complications. Per the physician, the cause of the event is unknown. No clinical sequelae were reported and the patient is will be monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.